Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) vial-mate devices. The devices were used in conjunction with baxter bags and non-baxter vancomycin (1g) vials. Both vancomycin vials had cored when the nurse activated the vial-mate devices. This occurred prior to use. There was no patient involved. No additional information is available.